Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter information unavailable at the time of filing. A manufacturer representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the site was actively navigating, and towards the end of the case, the straight suction stopped tracking. The indicator in the software on the bottom right turned white. The site thought this prompted them to re-register the patient, and upon doing so, they noted that the non-invasive patient tracker (nipt) was no longer present in the instrument list. They could not find it in the list or add it back in. The site opted to abort navigation at this point since they were at the end of the procedure. There was about a 30-minute delay due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.